Event description:
A user in sweden reported receiving a cartridge alarm, known as alarm 20, on their insulin pump during loading, which was verified through the pump's history. There was no information available regarding the customer's blood glucose level at the time of the event. Technical support decided to replace the pump under warranty, and although the customer declined to disclose their backup insulin therapy, they were instructed to return the faulty pump using a pre-paid return box.